Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There was no damage noted to the device during the inspection prior to use and there was no report of a leak during preparation (air aspiration) for use. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified mid left anterior descending artery that was 90% stenosed. A 2.0x12mm mini trek balloon was advanced and inflated at 6 atmospheres when a leak of the contrast agent was noted on the balloon. Another unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.